Event description:
It was reported that this artificial urinary sphincter (aus) pump returned without initial reporter and any performance allegation information. Upon analysis of the component, it was noted that the pump ball was misplaced, and the spring was misaligned.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) pump underwent a thorough analysis. The component was visually inspected, and leak tested. Visual examination revealed that the pump ball was misplaced, and the spring was misaligned; therefore, the component was not functionally evaluated. Based on the information available and analysis results, the pump findings could have caused or contributed to the component being removed.